Event description:
Information was received from a consumer regarding a patient receiving bupivacaine and dilaudid via an implantable pump. The indication for use was non-malignant pain. The patient reported they were having trouble with the handset connecting. The patient stated the bolus does not go thru all the time and they got service code 156 (application restarting due to system error) about a week or two ago. The patient stated the handset is acting weird for the last couple weeks and it¿s getting worse. The patient stated they get 6 bolus a day, the date and time are incorrect on the handset, and they had refill two days ago. The agent assisted the patient with correcting the date and time on the handset and reviewed meaning of code 156. The agent asked clarifying questions about the handset and the patient said the handset get stuck at 90% when they are trying to get a bolus. The agent reviewed device function and delay and the troubleshooting steps that were taken on the call resolved the issue. Additional information received from a patient indicated that the software version used at the time of the event was 2.0.1700.

Manufacturer narrative:
Continuation of d10: product ID a820, serial# unknown, product type software. Section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID: a820, serial# unknown, product type: software. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. The patient stated they were still having issues with the bolus not going through, sometime they got a bolus and sometime they didn't. The patient stated the handset is still stuck at 90%. The manufacturer's patient services specialist (pss) assisted the patient with clearing data and the patient was able to deliver the bolus with 6 bolus left. The issue was resolved with troubleshooting.